Manufacturer narrative:
Section d9: only a portion of the driveline was returned. Manufacturer's investigation conclusion: evaluation of the returned portion of driveline confirmed compromised wires that could have contributed to the reported pump stop events. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The driveline was returned wrapped in white tape. An electrical continuity test was performed to the distal-end driveline in the condition that it was received and did not reveal any discontinuities or shorts. The silicone sleeve was removed and the bionate was noted to be discolored black but was otherwise unremarkable. The bionate was removed and visual inspection of the shielding revealed fraying along the length of the driveline as well as a large area of breakdown approximately 2.5¿ from the metal connector. Visual inspection of the underlying wires revealed a kink to the underlying wires approximately 2.5¿ from the metal connector. Further inspection of the kink confirmed breaches in the wire insulation of the black, green, red and orange wires approximately 2.5¿ from the metal connector at the location of the kink. The underlying wires of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black, green, orange or red wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from two or more wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. There were incidental findings of damage to the outer silicone sleeve. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been admitted due to multiple pump stop alarms. The heart failure team checked the patient's equipment and exchanged all of their peripherals. Fatigue on the percutaneous lead/driveline located a few centimeters from the system controller was seen through x-ray images. The patient's log files showed pump stops on the 14 volt batteries and the power module. The patient had also been experiencing low flow alarms. An emergency driveline repair was requested for the phase to phase short on the percutaneous lead.